Event description:
No additional information.

Manufacturer narrative:
Investigation results: received two photographs, which showed five sealed 22ga insyte autoguard units. The top web was missing the label information. The integrity of the packages was not affected, and the units did not appear to have any damage. The print was just missing. The reported defect was confirmed. During packaging, this defect may occur. During top web printing, it is possible for incorrect or incomplete print information. This defect most likely occurred during packaging. Investigation conclusion(s): the defect of ¿label content missing¿ was confirmed. Probable root cause(s): packaging. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. A notification of awareness has been sent to the manufacturing department.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard no product information on unit pouch. The following information was provided by the initial reporter: 5 n 22 safety catheters without any information on their packaging.